Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a suction catheter. The customer reports the suction tube yankauer has 2 pieces and the tip of this item came off in the pt, not retrieved.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.